Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 94 hours of extended tests at the customer¿s settings. The ventilator failed the troubleshooting final test for non-conformances with the measured bias flow on the tidal volume and flow test. Vyaire medical replaced the flow valve as a precaution to address the additional issue discovered during testing.

Event description:
It was reported to vyaire medical that the customer could not get the ventilator to stop auto cycling. There was no patient involvement, the reported issue was discovered during testing prior to being placed on a patient.